Manufacturer narrative:
E1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that when they changed one of the perinatal equipment, the dilation alarm is not sounding. The sound of the equipment works, but the alarm does not. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the obtv standard internal server indicating that the customer has changed one of the perinatal devices and the dilation alarm is not sounding, the sound of the device works, but the alarm does not. The philips remote service engineer (rse) confirmed that the hospital changed a fat client due a pc failure. The customer was asking to configure the intellispace perinatal (isp) fetal monitor alarms to sound on that new pc using the alarm configurator on isp server. Based on the information available, the cause of the reported problem was a configuration issue. The reported problem was confirmed. The alarm configuration was changed to make it sound on the new fat client pc so the maternity service from the hospital can work using remote alarming sounding on central monitoring pc.